Event description:
It was reported that post a da vinci right hemi colectomy procedure, the patient returned to the operating room due to post-operative bleeding. Reportedly, the endowrist one vessel sealer instrument did not seal properly. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) who reported this incident. According to the csr, the surgeon indicated that approximately 1 hour after completion of the surgical procedure the patient's blood pressure dropped requiring the patient to undergo an emergency laparotomy procedure. During the open procedure, it was discovered that the patient was bleeding from the ileocolic artery. The patient's vessel was repaired and the patient required a blood transfusion. On (B)(4) 2014, isi contacted the surgeon who performed the surgical procedure. According to the surgeon, no malfunction of the da vinci surgical system, endowrist one vessel sealer instrument and/or accessory occurred that caused or contributed to the post-operative bleeding experienced by the patient. The surgeon indicated that it was his belief that the post-operative bleeding experienced by the patient occurred because the patient's ileocolic artery was calcified, which compromised the seal. He reported that the patient is recovering fine. No other information was provided regarding the patient.

Manufacturer narrative:
The endowrist one vessel sealer instrument was returned to isi for failure analysis investigation. Failure analysis investigation found no trouble with the instrument. A visual inspection showed that the blade was not exposed. There was no conductor wire damage or snake wrist damage and there was very little debris found on the instrument's tip. The instrument passed seal and cut testing with no issues noted while installed on an in-house is3000 system. This complaint is being reported due to the following conclusion: the patient experienced post-operative bleeding post a da vinci right hemi colectomy procedure. Based on the additional information provided by the surgeon, it has been determined that the post-operative bleeding experienced by the patient, was unrelated to a malfunction of the da vinci surgical system, instruments or accessories, but was rather due to the calcified state of the patient's ileocolic artery, which resulted in an inadequate seal. The instruments and accessories user manual specifically states: precautions for intra-operative use: warning: do not use this instrument on calcified vessels, as inadequate sealing may result. Review of the site's system logs for the reported procedure date found that no system errors were generated that would have caused or contributed to the injury sustained by the patient.